Manufacturer narrative:
Evaluation summary: x-ray demonstrated minimal calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. The wireform was exposed near leaflet 3 at the inflow aspect. Customer report of calcification was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this a 25mm pericardial mitral valve was explanted after an implant duration of eight (8) months and fifteen (15) days due to calcification leading to high gradients. As reported, during initial surgery the patient underwent combined avr + mvr. At the 6 month follow-up echo gradients were 11/7 mmhg. Second echo performed at 8 month follow-up revealed pressure gradients 32/18 mmhg. The explanted valve was replaced with a new 25mm pericardial mitral valve. The patient was noted as to be in stable condition.

Manufacturer narrative:
An observational evaluation was performed on the returned valve. The valve was intact with host tissue and blood stain on both sides of the valve. A small hematoma was also noted in the cusp of leaflet 1 near the wireform. All three leaflets were noticeably stiff when probed with fingers. Leaflet tissue near the free edge of leaflets 1 and 2 was rigid. The increase in stiffness of the leaflets may be exaggerated by exposure to and storage in formalin post explant. Moderate host fibrous (pannus) tissue was noted on the outflow (ventricular) side of cusp of leaflet 3 near the wireform. The pannus tissue encroached onto the leaflet approximately 3 mm from the wireform. The host tissue growth on the inflow (atrial) side was unremarkable as condition received. Radiographic imaging confirmed the bioprosthetic leaflet tissue calcification on all three leaflets. The calcification was primarily distributed along the coaptation edge of leaflets 1 and 2 and part of leaflet 3 near the commissural areas. Several small calcification nodules were also depicted by x-ray on the cups of leaflets 2 and 3. The leaflet tissue calcification and the pannus growth appear to be severe enough to cause the reported mitral stenosis in vivo. Tissue calcification is one of the most common chronic failure modes in bioprosthetic heart valves. The occurrence and time course of tissue calcification in bioprosthetic heart valves are highly variable among patients and the mechanisms for calcification are not fully understood. Patient biological factors, such as age, the state of the endocrine and immunological systems, and comorbidities such as end stage renal disease, are believed to play important roles in the development of bioprosthetic valve calcification. It was reported that this patient had a history of end-stage renal disease (esrd), which is usually require hemodialysis. Esrd with dialysis is a known risk factor related to early calcification of bioprosthetic heart valves, and has been reported in the literatures [1, 2]. The dialysis-related disorder in blood chemistry, particularly increased blood calcium and phosphate levels, likely play an important role in the development of early bioprosthetic leaflet calcification in this subgroup of patients. It is unclear if and when this patient was treated with dialysis and had any other comorbidities that may also contribute to the early calcification of his bioprosthesis. References 1. Raftery mj et al. Calcific stenosis of a mitral valve xenograft in a patient in chronic renal failure. Br heart j 1989; 62: 161-2. 2. Bothner c et al. Fast valve degeneration after transcatheter aortic valve replacement in a hemodialysis patient. J cardiol clin res. 2017; 5: 1102.